Event description:
Customer reported a popping noise and no images on monitor. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and regreased the high voltage cable connectors. System operates as intended. This MDR is related to ge healthcare.